Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial # (B)(4) implanted: (B)(6) 2010, product type: lead. Product ID: 3708160, serial # (B)(4) implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial # (B)(4) implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial # (B)(4) implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial # (B)(4) implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the display was showing the "call your doctor" icon. It was noted that there was a power on reset (por) condition. It was noted that the patient turned his implantable neurostimulator (ins) off on the night prior to report and was not feeling stimulation on the morning of report when he went to turn it back on he saw the por message. It was noted that the patient was able to successfully clear the por.